Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in lips with juvéderm® ultra xc. Later that day, an occlusion occurred in the left bottom lips. Patient was treated with hylenex®, medrol dose pack, aspirin, warm compress and messages. Symptoms resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected in lips with juvéderm® ultra xc. Later that day, an occlusion occurred in the left bottom lips. Patient was treated with hylenex®, medrol dose pack, aspirin, warm compress and messages. Symptoms resolved.